Manufacturer narrative:
(B)(6) investigation: defect: damaged/broken plunger ¿ missing stopper. It has been received 3 pictures for investigation. On visual inspection of the 3 pictures received, it can be observed the plunger is damaged on the nerves and on the plunger rod. This caused missing stopper. DHR of lot 1709010 has been reviewed finding a quality notification (qn) regarding the alleged defect. During assembly process incidence was detected in assembly machine that caused damage/broken plungers. (B)(4) was open and 191 defective units were rejected. Mechanical team repaired the failure. Final products for this manufacturing line, reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304). Sub-process visual inspection functional inspection assembly 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift once in the first pallet and once in last pallet of the lot primary packaging 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Once in the first pallet and once in last pallet of the lot secondary packaging 1 shelf-package per pallet n/a the incident is reported to area manager root cause description: during assembly process incidence was detected in assembly machine that caused damage/broken plungers.

Event description:
It was reported that a bd plastipak¿ 10ml hypodermic syringe luer lok¿ was broken, and had a difficult plunger, before use. There was no report of injury or medical intervention.